Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. The shaft of device one was broken. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of broken shaft indicates that the instrument may have been exposed to a large external force. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a total laparoscopic hysterectomy, during cuff closure, one suturing device was hard to load. Two others had needles fall of during toggling. One needle fell off prior to taking the initial bite. One other needle came off and was lost in the vaginal cuff. The needle was retrieved by searching for it and using graspers to remove. The time of surgery was delayed by 1h due the problem. They opened a new device to resolved and complete the case. The patient was alive with no injury.